Event description:
The customer reported a non-reproducible falsely elevated patient result using vitros glu slides on a vitros 5600 integrated system. The elevated result was identified when the sample was repeated on an alternate vitros 5600 system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was not reported. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated glucose results were obtained on a vitros 5600 system. Physicians were sent corrected reports or informed that the original glucose results were erroneous. The root cause of the falsely elevated glucose results was determined to be a system software issue that allows the assay responses from one assay to be processed on the calibration curve from a different assay. The software allows the customer to customize the assay menu and printed report. The software issue was determined to be the result of a specific sequence of events when the customer re-configures the system assay menu and the assay order for printed reports. The customer was instructed to restore the manufacture's defaults as a short term mitigation. Ocd has initiated corrective action and customer communications regarding this issue. The software issue will be mitigated with a future software version. The FDA's (B)(4) district office has been notified of this issue.